Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp three lead extension sets were clogged and would not flush. This was identified during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.